Event description:
A report was received that the patient had a small infection on her back, below the midline incision. A new dressing was placed over the incision and the patient was given antibiotics. The physician does not believe the infection was device or procedure related, but due to pressure on the site below the incision. The infection has not been resolved at this time.

Manufacturer narrative:
Additional information was received that the patient's wound is healing. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient had a small infection on her back, below the midline incision. A new dressing was placed over the incision and the patient was given antibiotics. The physician does not believe the infection was device or procedure related, but due to pressure on the site below the incision. The infection has not been resolved at this time.